Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The occlusion balloon wire was inserted into the patient and inflated to 6mm. The physician attempted to insert the stent delivery catheter, and before the stent was able to be placed the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case. The patient is reported to be fine.